Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 583 mcg/day) via an implantable infusion pump. It was reported that the patient had their pump replaced on (B)(6) 2019 due to normal and expected battery depletion. During the surgery, the hcp was unable to aspirate the catheter so the catheter was replaced as well. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.